Event description:
It was reported that the right atrial lead exhibited high impedance, high thresholds, noise and a sensing anomaly. The defibrillator was programmed to vvir mode. On (B)(6) 2013 the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).